Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant summary card received via email by cryolife information technology on 01/02/2018, aortic valve (av10), serial (B)(4), was previously implanted into a (B)(6) male patient on (B)(6) 1991. The aortic valve was explanted and sg pulmonary valve and conduit (sgpv00) serial (B)(4) was implanted in its place on (B)(6) 2017 for undisclosed reasons. According to the operative notes, "this patient is a (B)(6) who in 1991 had presented with aortic valve endocarditis from a bicuspid aortic valve. He underwent homograft replacement of his aortic valve. He had done extremely well when he began having some dyspnea recently. He overall felt relatively well. An echocardiogram confirmed that he had severe aortic insufficiency at least 2-3+ aortic stenosis. It was certainly due to his homograft failure. He had a heart catheterization and had no significant coronary artery disease. He had a CT scan and he had an aortic aneurysm in his ascending aorta of about 4.7 cm. I discussed a redo operation with him and aortic valve replacement. We discussed the differences between tissue valves and mechanical valves. Ultimately, he wished to avoid coumadin, which is why he had selected a homograft in 1991. We also discussed the ross procedure and after doing some research he felt this was the best procedure for him. I also counseled him on the need for replacement of his ascending aorta." Preoperative diagnoses and postoperative diagnoses: status post aortic valve replacement with homograft in 1991. Severe aortic insufficiency. The 3+ aortic regurgitation. Ascending aortic aneurysm. History of endocarditis and bicuspid aortic valve name of procedure: redo aortic valve replacement with ross procedure utilizing a 30 mm pulmonary homograft for the pulmonary valve replacement, serial (B)(4), (B)(6). Reinforcement of pulmonary autograft with 30 mm hemashield graft, serial (B)(4). Replace ascending aorta with 26 mm gelweave graft, serial (B)(4). Circulatory arrest, twelve minutes. Left femoral arterial catheter for blood pressure monitoring.

Manufacturer narrative:
The processing records for av10, serial number (B)(4) were reviewed and it was determined that all attributes identified were documented appropriately and the allograft met specifications. The patient underwent aortic valve replacement with an aortic allograft due to native valve endocarditis and bicuspid aortic valve on 06/13/1991. The patient presented with severe aortic insufficiency, 2-3+ aortic stenosis, ascending aortic aneurysm, and ¿homograft failure¿ per explant operative note provided by the site. The patient subsequently underwent aortic homograft explant and replacement via ross procedure on 12/14/2017 at 58 years of age. Explant operative report describes the homograft as ¿heavily calcified¿ with ¿large perforations into the leaflets.¿ based upon implant and explant dates, total aortic homograft implant duration was approximately 27 years (approx. Implant age 31 years of age). Use of aortic allografts for aortic valve replacement is an excellent option for patients due to the excellent freedom from endocarditis, lack of anticoagulation therapies, being non-thrombogenic, and having superb hemodynamic characteristics. However, over time allografts can undergo calcification and structural valve deterioration can result and the valve may be explanted and replaced with another allograft or other aortic prosthesis. Structural valve deterioration is a known, commonly reported cause for valve-related reoperation and valve explant following aortic valve replacement with allograft and bioprosthetic valves (smedira). The durability of allograft valves has often been associated with patient age, as younger patients (< 65 years of age) have been reported to exhibit early structural valve deterioration and decreased durability versus older patients >65 years of age (dagneis, doty, smedira). However, there are a number of reports regarding the use of cryopreserved aortic valve allografts for aortic valve replacement in young patients (< 65 years of age) that have produced favorable, long-term results in respect to freedom from reoperation, freedom from structural valve deterioration (svd), and freedom from explant due to svd (cryolife, dagnais, doty, smedira). Freedom from explant due to structural valve deterioration in aortic allograft valves has been described in the literature, with several retrospective studies citing rates of 91%-97% at 10 years of follow-up (doty, smedira). Similar results were reported in a retrospective study by dagneis et al., with 91% freedom from explant due to svd at 7 years of follow-up for 54 patients who received homograft valves for aortic valve replacement. Average patient age at time of implant was 53.5 years old (range of 45-65 years old). Smedira et al. Reported a rate of 91% freedom from explant due to svd at 10 years in 744 patients who received an aortic allograft valve for aortic valve replacement. Average age at time of implant in this series was 49 years old (range: 18-84 years old). The cryolife heart registry data cited 85% freedom from explant due to svd at 10 years, in 348 patients, with an average age of 38.1 years old at time of implant (range 18-50 years old; cryolife). Doty et al., reported 97% freedom from explant due to svd in 118 patients, average age of 45.6 years old (range 15-83 years old), at 10 years. Ultimately, 27 year implant duration of a cryopreserved aortic allograft in a patient that was approximately 31 years of age at time of implant is an exceptional outcome. According to the literature, explant of an aortic homograft due to structural valve deterioration and calcification approximately 27 years after implantation in a patient that was approximately 31 years of age at implant is not unexpected. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the implant summary card received via email by cryolife information technology on (B)(6) 2018, aortic valve (av10), serial number (B)(4), was previously implanted into a 58-year old male patient on (B)(6) 1991. The aortic valve was explanted and sg pulmonary valve and conduit (sgpv00) serial number (B)(4) was implanted in its place on (B)(6) 2017 for undisclosed reasons. According to the operative notes, "this patient is a 58-year-old who in 1991 had presented with aortic valve endocarditis from a bicuspid aortic valve. He underwent homograft replacement of his aortic valve. He had done extremely well when he began having some dyspnea recently. He overall felt relatively well. An echocardiogram confirmed that he had severe aortic insufficiency at least 2-3+ aortic stenosis. It was certainly due to his homograft failure. He had a heart catheterization and had no significant coronary artery disease. He had a CT scan and he had an aortic aneurysm in his ascending aorta of about 4.7 cm. I discussed a redo operation with him and aortic valve replacement. We discussed the differences between tissue valves and mechanical valves. Ultimately, he wished to avoid coumadin, which is why he had selected a homograft in 1991. We also discussed the ross procedure and after doing some research he felt this was the best procedure for him. I also counseled him on the need for replacement of his ascending aorta." Preoperative diagnoses and postoperative diagnoses: status post aortic valve replacement with homograft in 1991. Severe aortic insufficiency. 3. 3+ aortic regurgitation. Ascending aortic aneurysm. History of endocarditis and bicuspid aortic valve name of procedure: redo aortic valve replacement with ross procedure utilizing a 30 mm pulmonary homograft for the pulmonary valve replacement, serial #(B)(4), donor #(B)(6). Reinforcement of pulmonary autograft with 30 mm hemashield graft, serial #(B)(4). Replace ascending aorta with 26 mm gelweave graft, serial #(B)(4). Circulatory arrest, twelve minutes. Left femoral arterial catheter for blood pressure monitoring.